Manufacturer narrative:
The investigation for the reported issue has not yet been completed. Upon its completion, a follow up report will be submitted.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and upon explanting the pump, there was removal issues. The impella was removed from the left ventricle, but the doctor was unable to pull the impella back into the graft. The doctor made the decision to open the chest to expose the base of the graft at the aorta. Graft was un-tunneled and brought into chest cavity and clamped. At this time, patient had bleeding from an unknown source and the patient expired in the operating room after having 98.82 hours of support. The clinical representative was unsure if the impella was related to the cause of death.

Manufacturer narrative:
The investigation for the reported removal issues has been completed. The impella device was not returned for evaluation. The root cause of the removal issue was not determined since product was not returned and insufficient clinical information regarding the removal was provided. The instructions for use states "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury."